Manufacturer narrative:
Date rec'd by MFR: 28jun2019. Further information was received from the international fse (field service engineer) clarifying that the faulty battery was in fact a philips approved battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 21jun2019. The repair center service technician evaluated the ventilator and identified that the battery that was being used was not the philips approved battery for the v60 ventilator. The customer declined service so the ventilator was not repaired. The service technician advised the customer to only use philips approved parts for the v60 ventilator to guarantee its proper performance. No parts were replaced so no parts are expected to be returned for fi (failure investigation). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4); serial number unknown. Reporter phone number unknown. The device was evaluated by a philips product support engineer (pse) and issue was verified. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit has a faulty battery. The customer reported there was no patient involvement. The event date was not specified; estimate used.